Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins) and that the system was explanted. The leads were reportedly implanted in the cervical spine. It was later reported that the health care provider (hcp) believed that they did an explant. It was later reported that there were two operative reports for this patient. The first was from (B)(6) 2012 and the second was from (B)(6) 2012. It was noted that on the first surgery, the patient had the old leads removed and new leads placed along with a new generator. It was then noted that it appeared that the patient had to be taken back to the operating room the following day for something else. It was noted that these were two different procedures.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-02, lot # n298417, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the indication for surgery on (B)(6) 2012 was that the leads had moved because of the patient¿s activity level. It was discovered on programming that contacts 1 and 7 were no longer functioning and were not usable in terms of programming for the patient. The patient no longer got stim into the left upper extremity and had increasing pain into the left neck, head, and over into the distribution of the greater occipital nerve. The patient was to have a revision of the scs leads and generator with an open anchoring system to stabilize the patient. It was noted they were to reposition the scs generator secondary to pain of the generator at its current site. During the procedure it was noted the leads came out without difficulty, but it was discovered that one contact was not present at the end of one of the leads, and was noted to be in the epidural space, up in the cervical region, midline. It was evident that the lead had apparently broken at some point, which was previously noted. The new implant was placed in the right gluteal area. This side would reportedly be better because the patient was having some difficulty with her programming. During the procedure, the physician attempted to advance the first octad lead up, without success, getting it to the left of midline. The lead kept wanting to move to the right. It was noted the right side lead was advanced and was able to be slightly right of midline, but both leads still wanted to continue to move to the right. Both leads and needles were removed and the physician decided to retarget to the c7-t1 level. The physician began trying to move the lead at the c7-t1 level and initially it continued to want to go to the right side. The physician was able to redirect and angle the needed, make a somewhat of an extreme movement towards the left, where the leads suddenly moved over to the left side and began advancing upward. Eventually, both leads were in a good position, well left of midline. Impedances were tested intraop and all contacts were found to be functioning with good impedances. The patient tolerated the procedure well. No side effects of complications noted. The patient was to be monitored overnight and then discharged the following day. Further programming was to be performed the following day, once the patient was more awake.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-02, lot# n298417, implanted: (B)(6) 2012, product type: accessory. (B)(4).